Event description:
The pt presented with bilateral lower extremity edema, and the trapease filter was placed in the suprarenal position for recurrent deep vein thrombus (dvt). Approximately four years later, during the pt's hospitalization for surgery, the pt had a work-up and the physician observed incidental findings of three fractures of the filter and inferior vena cava (ivc) occlusion with collateral filling of the pt's ivc.